Manufacturer narrative:
(B)(4). The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the glenosphere disassociated from the glenoid plate. The patient underwent a revision procedure. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the glenosphere disassociated from the glenoid plate. The patient underwent a revision procedure. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR (B)(4) biomet.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR (B)(4) biomet.

Event description:
No additional information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D2: phx. D10: comp rvrs 25mm bsplt ha+adptr r, cat# 010000589, lot# 351760. Visual examination of the provided pictures identified the taper adaptor part and lot information is verified. Evidence of wear is present; scratches on the surfaces where the baseplate and taper adaptor mate. Images of the humeral tray, humeral bearing, and glenosphere were also provided. No product was returned or pictures provided of the baseplate; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00927.